Event description:
On (B)(6) 2008, the pt underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported the procedure ended with no evidence of endoleak. On (B)(6) 2008, the pt presented with lymphorrhea. It was reported the lymphorrhea was procedure related. On (B)(6) 2008, a wound infection was identified at the access site, reportedly caused by the lymphorrhea. The wound was debrided, and antibiotics were administered. On (B)(6) 2008, the wound infection and the lymphorrhea were noted to have resolved.

Manufacturer narrative:
The review of the mfg and sterilization paperwork verified that this lot met all pre-release specs.